Event description:
During a visit to a customer site, a siemens representative ran a database consistency check and noted that one study was missing patient images. It was determined that these images were no longer available and had been permanently removed from the system. Although we have not received other reports of this issue, further investigation revealed that this was related to an error with software version vb15c and therefore may also be affecting other sites.